Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they had a really bad fall a couple of weeks ago. They further said they fell on their back, the fall affected their ins, and they have a big bruise next to it. The patient further said they split their head open and fell on their cell phone on their lower back; the side where the ins is. Patient has been going to a pain management healthcare provider (hcp); the hcp suggested calling in to meet a manufacture representative (rep) to check and evaluate the device. Patient clarified they were feeling "vibrations" (customer quality interpreted "vibrations" as stimulation) before the fall and after they were not. Later in the call, the patient further said they have not noticed a change in their symptoms as they were still urinating. As a result of what was reported, the patient was redirected to their hcp to report and resolve their symptoms. Patient may have said the event date was (B)(6) 2018 or (B)(6) 2018; their words were difficult to understand. No further patient complications have been reported as a result of this event.